Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: can you identify the lot number of the product that was used? Tpmdxu what is the procedure/event date? Unknown the following information was reported: - procedure: eye surgery - description of issue: suture breakage - when did the even occur (pre-op/intra-op/post-op)? Intra-op - was there any patient consequence? No - what action was taken to resolve the issue? Grab new suture - how long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? Less than one minute to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an eye surgery on an unknown date and suture was used. During the procedure, the suture broke. The surgery was prolonged for less than one minute. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/6/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging that pertain to product code j570g was received for analysis. During visual inspection of the needle-suture piece, the extreme of the suture was noted to be cut probably caused by a surgical instrument. In addition, damage on the surface suture and body fluids was noted along the strand. The other section of the suture was not returned for analysis. The product code j570g contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.